Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g6, and customer care assisted the caregiver in pairing a new g6 transmitter; the caregiver stated the transmitter pairing issue was not the cause of the elevated glucose. Symptoms included hyperglycemia with a reported peak of 266 mg/dl and glucose levels outside 70¿180 mg/dl for approximately two hours. Outcomes included no medical intervention, no backup therapy, and no ketone testing reported. Investigation included technical troubleshooting and user education performed by customer care. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.